Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump. Drug information and indication for use was unknown. It was reported an alarm was heard, but telemetry had not yet been performed. The representative stated that the hcp programmed the pump to minimum rate mode. The representative stated that the pump was empty and dry. The hcp wanted to permanently stop the pump. The representative wanted to know if alarms could be silenced. The representative stated that they would be meeting with the patient next week and would have more information. No patient symptoms/complications were reported. It was unknown when the event occurred. The representative stated that they did not know the managing physician, but the patient would be seeing another doctor next week. The representative stated they had no further information currently. 2017-05-30 e1 (rep): document contained no new information.